Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer¿s representative (rep) reported the consumer had reprogramming done because stimulation wasn¿t exactly where they wanted it. It was noted the consumer had been reprogrammed twice with the last reprogramming session giving them good coverage and everything was working right. However, the consumer later reported their pain returned, they experienced a loss of stimulation, and a loss of therapy. An impedance check was performed at 0.7 volts with all contacts showing greater than 10,000 ohms. An impedance check was then performed at 3.0 volts with all contacts 0-7 showing greater than 40,000 ohms. It was noted the consumer did feel a little stimulation during the impedance check, but they were unable to program around the discovered issue. There were no traumas or falls reported related to this issue and the change in therapy wasn¿t related to positional movement. On (B)(6) 2016 the rep. Reported the cause of the loss of therapy and high impedances wasn¿t determined, but a revision was scheduled for (B)(6). Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.